Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. The meter reading and the lab result reported by the customer were not considered valid readings for comparison during preliminary investigation, because they were not completed within ten minutes.

Event description:
The customer reported a problem with freestyle flash blood glucose meter. The customer reported the following symptoms. "Incoherent and he did not remember the other symptoms". The paramedics were called and ''treated him at home for severe hypoglycemia with intravenous glucose'' to counteract the event. There was no report of death or permanent impairment associated with this event.